Event description:
Boston scientific received information that increased left ventricular (lv) and right ventricular (rv) lead pacing impedance measurements were noted via remote monitoring nine years after the leads were initially implanted. Initially a lead fracture was suspected on the rv lead as measurements of greater than 2000 ohms were observed and a revision procedure was scheduled. No documented loss of capture (loc) was found, however it was reported that the patient may have had a syncopal episode, the patient is pacemaker dependant. The lv lead pace impedance measurements also exceeded 2000 ohms a few days later. Upon opening the pocket, the leads were tested via the pacing system analyzer (psa) and all lead measurements were within normal limits. The leads were reconnected to the device and a lead extraction was scheduled for the next day at a new facility. The next day a revision procedure was performed, however a header or setscrew issue was suspected upon seeing the normal lead measurements during implant testing and with the new device. After the replacement of this four year old device implanted subcutaneously, the leads appeared to be working normally. The device will be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. Visual inspection noted that the device header was slightly loose but still attached to the device case. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. Analysis also revealed the rv lead had not been fully inserted by evidence of lead seal ring marks in the rv header port.